Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
A child was hospitalized for treatment of severe viral encephalitis, and at the end of the infusion, when sealing the child's catheter, a prefilled catheter flosser was used, and the catheter was found to be leaking, the flosser was replaced, and the adverse event was reported.